Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not remove the battery cap off of the insulin pump. The customer stated that they had low blood glucose of 47 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer was unable to remove the battery cap at the time of call. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.